Manufacturer narrative:
The sample has been discarded by the customer; therefore, an evaluation will not be performed. Lot number is not known; therefore, a batch review cannot be performed. Product code is not known therefore a 510k cannot be provided. (B)(4).

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
Customer emailed product surveillance to report that a set disconnected from a bag during use. There was no report of patient injury, medical intervention or adverse event associated with this report. No sample is available for evaluation. No additional information is available.